Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer is experiencing symptoms of nausea, vomiting. Customer reported they have a backup plan available. The customer was treated for high blood glucose with manual injection and bolusing. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamps receive to run the high pressure test. The customer will return her current set for failure analysis. The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported they are unable to troubleshoot at time of call because of past event. The customer was advised to call when alarm occurs in order to troubleshoot. Customer changed out her set and corrected the problem.